Manufacturer narrative:
H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. A possible lens rotation is reported.

Manufacturer narrative:
B5- the reporter indicated the surgeon implanted an implantable collamer lens into the patient's eye. Reportedly "we have a patient of dr foster's that needs an icl rotation". The lens remains implanted. H6- health effect- medical device problem code: "2923" should be added. (B)(4).